Manufacturer narrative:
Device was received with all buttons responding properly. Device passed the self test and the displacement test. No damage or moisture damage on keypad assembly, unlocked electrical board keypad connector, or stuck button alarm noted during testing. Device was also received with case cracked behind the device near the battery compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had two times stuck button alarm and no buttons was pressed. Customer¿s blood glucose was 10.3 mmol/l at the time of incident. Insulin pump had crack at pump case. The insulin pump will be returned for analysis.